Event description:
This 38 year old female had bilateral silicone breast implants placed 14 years ago. A recent breast mammogram revealed a right extracapsular silicone gel rupture. The pt did have a probable lump in the same area which was found to be extracapsular silicone with fibrosis. Gross exam: both implants were massively collapsed.